Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during implant of the leadless implantable pulse generator (ipg) they were not able to marry the cone and the back of the device and they would never fully come together. When we did get to what appeared to be almost completely aligned the physician attempted to re-capture the device, the device was then re-captured and it was when we attempted to move locations that the physician asked blood pressure to the anesthesiologist who stated they were already giving pressers.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14 feb 2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device return to MFR? No. Mfg date: 11 sep 2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the loss of capture was observed. Atrioventricular junction ablation post implant procedure was planned and since the satisfying capture was not obtained, the operator decided to explant the leadless ipg. After several attempts to align ipg with the delivery system cone, the ipg was finally recaptured into the delivery system capsule. During the retraction of the delivery system, with ipg completely inside the capsule, the operator said that "they didn't like the way it felt". Before the operator continued pulling back the delivery system it was confirmed that the tines were inside the capsule. It was noted that the patient blood pressure was low and had no pulse. The cardiopulmonary resuscitation was performed but the patient consequently died.